Event description:
It was reported that the speed regulator of four (4) flow regulator sets would not work. No matter which rate was set, the sets were flowing at the max flow rate. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 2021. H10: four (4) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing could not be performed due to residual contamination inside the plastic bag. Retention samples were visually inspected and functionally tested and no issues were observed. The reported condition was not verified in the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.